Event description:
The patient's wife states that at planned refill in 2007, the hcp had difficulty locating the refill port; the patient was subsequently admitted to the hospital. The patient had undergone an ileostomy three days before, and was transported by ambulance to clinic for refill. Following the difficulty with the refill, the patient went to the hospital where it was noted that the pump was alarming and return of spasticity was occurring. The patient was placed on oral baclofen and admitted to the hospital. The hcp was planning to perform refill and program pump under fluoroscopy. Final patient outcome was not reported.